Event description:
The patient received a recall notification letter from her surgeon. The patient states that she has pain and swelling in the hip. She recently completed blood test and had an MRI taken. Patient met with her doctor on (B)(6) 2012. His review of her test indicated elevated metal levels in the blood and fluid on the right hip. Her doctor has recommended revision surgery which is scheduled for (B)(6) 2012.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 9616680-2012-00903.